Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 250 mg/dl and it was addressed with a manual injection. Also, it was noted that the customer's fill estimate was inaccurate and that this issue did not impact the customer's bg level. The customer reloaded the same cartridge successfully.